Manufacturer narrative:
Initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported the event to the manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator made an abnormal noise coming from the exhalation side of the ventilator at the time of start-up. The ventilator generated an alarm, smoke was observed and there was a burnt smell. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Correction section a1 section d9 was updated due to part return update to section h6 evaluation code method remove b17 and add b01 result code remove c20 and add c13 conclusion code remove d15 and add d02 a component code remove g07001 and add g02005 h3 device evaluation summary: updated due to part return it was reported that this 980 ventilator made an abnormal noise coming from the exhalation side of the ventilator at the time of start-up. The ventilator generated an alarm, smoke was observed and there was a burnt smell. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed thermal damage of c83 capacitor on the dc-dc converter printed circuit board assembly (pcba) and replaced the part. Additionally, sp also replaced main backplane pcba, graphical user interface (gui) cpu pcba and breath delivery unit (bdu) cpu pcb. Due to thermal event on dc-dc converter pcba that likely damaged the gui cpu pcba, bd backplane pcba. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned part found thermal damage to capacitor c83. Due to thermal damage no further anlaysis performed. One gui cpu pcba, one bd backplane pcba were received for failure analysis. A visual inspection of the returned parts found thermal damage to the boards. Due to thermal damage no further anlaysis performed. One bd cpu pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the event was isolated to thermal damage of c83 component in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.